Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the serial number of the migrated lead could not be determined. The device was reprogrammed and the patient is going to evaluate over the next few weeks while they are on vacation. The provided information was confirmed with the physician/account.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: unknown, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: 15-nov-2021. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated they had fallen in the past few months. He could not recall the date. The doctor took an x-ray of the patient's leads and compared it to the image taken at the date of implant and it was confirmed that one of the patient's leads had migrated. The rep was able to reprogram the patient. The issue was reported to be resolved. No further complications were reported. No patient symptoms were reported.